Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon eval, the u409 component of the c/a board was defective, causing the service code to occur. Service code 107 indicated abnormal shutdowns, which are caused when the monitor loses communication with the belt. Component u409 is a can bus which controls the communication between equipment components. The root cause for the defective component cannot be positively identified. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
A pt service rep assisting a (B)(6), male pt, contacted zoll customer support to report that the pt's monitor displayed a message that the device was disabled. The pt was issued a replacement monitor.